Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital approximately a month ago with syncope. Upon review, noise was detected on the right ventricular lead. Hospital records stated that externalized conductors were detected on the lead on a previous procedure. The lead was replaced. The patient was stable.